Manufacturer narrative:
Initial reporter address:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; approximately 35-40% remained in the device. This was observed during patient infusion. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction to b5: upon further clarification, it was reported a kink was observed on the peripherally inserted central catheter (PICC) line not the folfusor. Therefore, no malfunction has been alleged against the folfusor.